Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero crack at hub/extension tube. The following information was provided by the initial reporter: account reported the IV was placed and minutes later they noticed leaking at the very top of the extension set. IV was removed due to leaking and potential cracking/hole at the extension set. Patient/ccp/user impact: no impact.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one unsealed 20ga x 1.00in. Nexiva unit. Additionally, one photo was provided. The unit was visually inspected and flushed using a luer lock syringe. During flushing, it was noticed that the fluid was leaking from the end of the extension tubing where it connects to the adapter. Microscopic analysis discovered there were some small gaps at the end of the extension tubing where it connects to the adapter. No splits or cracks were identified in the extension tubing or adapter. A uv light was used to inspect for adhesive and discovered that there did not appear to be a lot of adhesive in that location. Your reported issue was confirmed and determined to be manufacturing related. During manufacturing, it is possible that during dispensing of adhesive to the outer diameter of the tube, air pressure malfunction may cause tubing bonding failure. This may result in leakage. In process test and inspection according to quality control plan 100% in-process inspections are performed to mitigate the occurrence of this defect. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No additional information.